Event description:
The angiosculpt device was deployed successfully. The balloon was inflated 5 times at 7 atm each. During retraction, the physician had difficulty bringing the device back through the sheath. When removed from the sheath, the nitinol scoring element had lifted from the balloon. The balloon detached from the catheter at the proximal end. The patient was fine and all pieces remained intact to the balloon catheter.

Manufacturer narrative:
The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was returned intact to the 0.014" guide wire. The scoring element is damaged and the distal section of the scoring element ring lifted from the distal bond. The balloon and inner member are accordion and the transition tubing is bunched and detached from the proximal bond. The shaft is stretched, necked and separated approximately 17.1 cm from the distal end of the device. The device manufacture date is unknown. The lot number was not provided by the hospital. Based on the lab analysis, it leads to suggest that the device experienced excessive exertion of force applied by the user. According to the angiosculpt IFU, retained device component is listed as a possible adverse effect of the procedure.